Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a loss of capture and undersensing were observed. Lead dislodgement was discovered. When the lead was removed, an issue with helix extension was noted. Lead was explanted and replaced.